Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-01373, 6000093-2007-01374, 6000093-2007-01375, 6000093-2007-01379. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the pt suffered a heart attack and a "collapsed" or "blocked" artery. The physician placed a 2.75x32mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) and a 2.75x16mm taxus express2 stent in the proximal lad. At 263 days later, the physician placed three taxus express2 stents in the lad. One of the stents was 3.50x24mm and the other two were of unknown size. During this procedure, the pt reported a ruptured artery in her leg at the end of the procedure, when the physician pulled the wire out. At 649 days later, the pt suffered a heart attack. She collapsed and ended up on life support. At 12 days later, she had another catheterization and was told that her lad had "collapsed or was blocked" and she had muscle damage to her heart. In addition, she was told that her heart was too weak to undergo bypass surgery. The pt is currently on plavix, coreg, and lipitor. Further information has been requested but has not been received.